Event description:
It was reported that stent dislodgement occurred. The 99% in-stent re-stenosed target lesion was located in the mildly tortuous and fibrotic right coronary artery (rca). A 4.00 x 20mm synergy xd drug-eluting stent was introduced for treatment. However, as the device was being advanced down the artery, it was noted that the stent was coming off the balloon. The physician pulled the device back into the guide catheter and tried to remove the entire system together. When they got to the sheath, they realized the stent was left in the radial artery. The physician advanced a wire from the sheath through the stent and performed a cut down and snare to retrieve. The procedure was completed with different a device. There were no patient complications reported.